Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis, therefore a manufacturing non-conformance was unable to be determined. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case available information supports that patient factors [i.e. Calcified cardiac anatomy] likely contributed to the balloon burst. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for withdrawal difficulty through the sheath, was unable to be confirmed. The following factors were identified in the training manual that may contribute to difficulty withdrawing the delivery system into or through the sheath: · non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath. · residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into and through the sheath. The complaint description states, ¿the balloon rupture was due to calcified stj. The distal sheath seam partially separated, most likely due to attempting to retract the ruptured balloon.¿ a review of past complaints suggests that if the patient¿s anatomy was tortuous this may have caused protrudes of a ruptured balloon to get caught on the distal end of the sheath during. Per report, the patient had mild tortuosity in the access vessel. However, without the device returned for evaluation, this cannot be confirmed and a definitive root cause could not be determined at this time. In this case, the available information supports that patient and/or procedural factors may have contributed to withdrawal difficulty of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, the delivery system balloon ruptured during valve deployment. The patient was prepped for transfemoral tavr left sided access. A small diameter stj with calcium noted and discussed prior to the case. A 20x4 xymed balloon was used for the bav. The 26mm sapien 3 valve was positioned well and inflated to nominal volume when the delivery system balloon ruptured. Under tee, the valve was implanted 80:20 and no pvl or central leak was noted. No post dilatation performed with a secondary device. Upon removal of the commander delivery system, the balloon would not retract completely into the 14fr esheath, the tapered tip was outside the sheath. The surgeon made the decision to perform a cut down for safety reasons while the entire system and sheath where removed as one unit. The left groin was then surgically closed. There were no further interventions, the valve remained stable in the annulus and performing normally. The balloon rupture was due to a calcified sinotubular junction. Stj. Additional information received indicates the device was getting caught at the distal tip. There coaxial alignment of the delivery system upon reentry into the distal end of the sheath. There was no crossing difficulty and no volume was retained in the balloon. The time between deflation and withdrawal was roughly five minutes. The physician waited until tee assessment was complete and determined no further valve inflations were needed with a secondary balloon. The distal sheath seam was partially separated, most likely due to attempting to retract the ruptured balloon. Once there was resistance we stopped and removed both sheath and delivery system as one unit.